Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-02210.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a ruby coil through the lantern and into the target vessel; however, the ruby coil would not take its intended shape. After the ruby coil was advanced and retracted several times, it unintentionally detached. The physician mentioned experiencing resistance while retracting the ruby coil within the lantern. A syringe was then placed on the back of the lantern for negative suction and both the lantern and detached ruby coil were pulled out of the patient. Thereafter, the procedure was successfully completed using additional coils and another microcatheter. There was no report of an adverse effect to the patient.